Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
T was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump.the customer states the unit is shutting down and not feeding.